Manufacturer narrative:
A ge representative evaluated the system and carried out tests of all fast stop switches. Continuous fluoro shots were taken. Unable to reproduce the reported issue. System operates as intended.

Event description:
The customer reported the system stopped producing x-rays and displayed a fast stop error message. No patient injury was reported.